Event description:
It was reported that the balloon ruptured during preparation. The device was not used in the pt.

Manufacturer narrative:
The device has been evaluated and confirmed that the balloon had ruptured. Results: catheter ruptured.